Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 19mm aortic bioprosthetic valve, it was explanted and replaced with a 21mm valve of the same model. The reason for the replacement was reported as the valve was too small for the annulus, creating the possibility of a leak. Therefore, the healthcare professional decided to implant the 21mm valve instead. It was reported that both the barrel and replica end of the valve sizer were used for sizing, root enlargement was not performed and the valve was re-sized following the pledget placement. No additional adverse patient effects were reported.